Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented a remote transmission, the supraventricular tachycardia rhythm was incorrectly diagnosed as a ventricular tachycardia rhythm. The morphology match event displayed the existence of an electrical signal in the upper chamber. No programming changes were completed. The patient has not set an appointment for a device checkup. No adverse consequences were detected.